Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-15097. It was reported that the patient deceased on (B)(6) 2020. There was no known allegation from a health care professional that suggests that the death was device related. The cause of death was a heart attack accompanied by a ventricular arrhythmia complicated by kidney and liver disease. It was noted that the patient had a history of ischemic heart disease, hemochromatosis, coronary artery stenosis, and an enlarged heart.

Manufacturer narrative:
The reported field event of patient death was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.